Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic stuck to the optic. The surgeon spent 30 minutes attempting to unstick the haptic, but was not successful. The patient has a history of multiple sclerosis which complicated the procedure, therefore, the surgeon did not remove the lens, which is now slightly displaced superiorly. The patient is doing well with a visual acuity of 20/20. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).